Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, at first firing, the surgeon was not able to squeeze the handle, the knife didn't advance and the firing was unable to be performed. A new handle and cartridge were opened to complete the case. There was no patient injury.